Event description:
Syringe with needle was uncapped inside of sealed package. Clinician reached for syringe and experienced a needlestick injury at the base of the left thumb. It is unk whether the needle was contaminated. Employee sought medical attention for treatment of potential bloodborne pathogens.

Manufacturer narrative:
Review of device history record (DHR): we immediately started the production tracing upon receiving the complaint. There are totally 138,000pcs of ds syringes produced for this lot. We have reviewed all the production records and test records from the beginning of the production to the ex-factory of the last container of syringes sterilized, but we did not find any abnormality. Corrective actions: the technical department makes the transference instruction, the production department trains and workers and follows the regulation. Add one inspector to blister packing process (from original 3 persons to 4 persons) and completely pick out all the defective products. (See scanned pages).